Event description:
The customer reported a leak from the probe of the coulter ac*t diff analyzer. The customer stated that less than 10 microliters of fluid leaked and was not contained within the instrument. The customer was wearing gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the vacuum isolator chamber (vic) was not draining due to the presence of debris in the isolator drain tubing, causing fluid to overflow into the vacuum system. The fse proceeded to replace the vic and tubing to resolve the leak. The fse verified the repair as per established procedures and no further leaks were observed. Failure mode of the leak is attributed to debris in the isolator drain tubing inhibiting the vic to drain. (B)(4).